Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a malfunction of the sensor board was observed. The ventilator's sensor board was replaced to address this issue.